Manufacturer narrative:
The device has been received for analysis, and its analysis has not yet begun. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported during a myocardial ablation procedure, a nrg transseptal needle was selected for use. After completing the transseptal puncture successfully, a negative pressure was applied with a non-boston scientific syringe to confirm reverse blood flow; however the blood could not be withdrawn. The procedure was completed successfully. After the procedure, it was tried to push and pull the syringe however, both were not possible. No patient complications occurred. The device has returned for analysis. It was further confirmed that the syringe was securely attached to the handle luer. No other issues were reported.

Manufacturer narrative:
The nrg rf needle was returned for analysis. This is supplemental MDR is being filed to report investigation results. The device was initially visually inspected, there were no signs of any damage to distal tip, hypo tube, needle handle and cable connector and shaft integrity was maintained. The product was received with syringe attached to luer port so the syringe, which was carefully removed to perform product decontamination. In the pre-decontamination flush test, the new syringe was able to properly attach to the luer and flushing was successful. In the post decontamination testing, the device met all the device specification which includes side port size, distal/proximal hypotube outer diameter. The device also passed the curve overlay imaging test, flush testing and the suction test. Thus, the reported allegation could not be confirmed.

Event description:
It was reported during a myocardial ablation procedure, a nrg transseptal needle was selected for use. After completing the transseptal puncture successfully, a negative pressure was applied with a non-boston scientific syringe to confirm reverse blood flow; however the blood could not be withdrawn. The procedure was completed successfully. After the procedure, it was tried to push and pull the syringe however, both were not possible. No patient complications occurred. The device has returned for analysis. It was further confirmed that the syringe was securely attached to the handle luer. No other issues were reported.